Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Review of the system log file showed that the power in the control module was not proper and it had malfunctioned. The fse further investigated and found that the problem was caused by a faulty power module in the pdu fan tray. The fse replaced the pdu fan tray and dcps to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.